Event description:
It was reported that during a laparoscopic pyloroplasty procedure, the device stopped working with a solid tone from the generator. There was no reported patient patient consequence. Another device was opened to complete the case.